Event description:
It was reported that bipolar atrial impedance was <202 ohms. During pulse generator replacement, the physician noticed that the lead was "sliced/rubbed". The lead was repaired with medical adhesive. After the adhesive was dry, the lead impedance increased to 310 ohms in the bipolar con- figuration.